Event description:
It was reported that the patient presented to emergency room on (B)(6) 2022 with pocket erosion status. Upon examination, it was noted that there was infection due to the pocket erosion. The whole system was explanted along with the right ventricular (rv) lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.